Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322 while delivering an infusion of total parenteral nutrition in the neonatal intensive care unit (medication, programmed amount and delivery rate unk). It was reported there was no pt injury.